Manufacturer narrative:
Patient identifier not available from the site. A software investigation was completed and was unable to determine probable cause without further information since the behavior cannot be replicated. This case may be re-opened if additional information is received. A medtronic representative, following up with the site, was able to proceed to navigate and view the images without issue. A medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the reported issue and reported the system perform as intended during testing. No further relevant issues reported.

Event description:
A medtronic representative reported that during a cranial resection procedure the MRI image disappeared from the screen. The medtronic representative reported the registration of the patient was successful and the probe and frame were actively tracking when the issue occurred. The surgeon opted to complete the procedure without the use of the navigation system. There was an approximate delay on 10 minutes due to this issue. There was no known impact on patient outcome.

Manufacturer narrative:
Patient identifier provided.